Manufacturer narrative:
Concomitant products: 6947m62 lead, implanted: (B)(6) 2014.

Event description:
It was reported that the patient experienced increased fatigue and a remote transmission showed an increased left ventricular (lv) lead threshold and low lv pacing impedance. The patient then presented to the clinic and there was no lv capture at maximum output. It was noted an attempt would be made to revise the epicardial lv lead by utilizing an existing epicardial lv lead that had been previously capped. However, the physician added the previously capped lv lead showed dislodgement and the current lv lead had developed exit block. The epicardial lv leads were cut, capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.